Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised end user foster mother advised chair is heavy and was going through snow and noticed later that the left fork was bent.